Event description:
It was reported that before use bd lord's ¿ syringe when removing the cap the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned (4) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 8186590. Customer states that the needle hub was detached with the shield. All returned syringes were tested and the hub-needle assembly did not separate from the barrel of any of the syringes when the shield was removed. A review of the device history record was completed for batch# 8186590. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use bd lord's ¿ syringe when removing the cap the hub separates from the device. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the needle hub was detached with the shield.